Event description:
A pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and cervix carcinoma stage 0 ("other injury(ies) or complication(s) please describe:carcinoma in suit of the cervix") in a 29-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to cannulate the left fallopian tube" on (B)(6) 2009 and device ineffective "device ineffective". The patient's medical history included back pain on (B)(6) 2009, neck pain on (B)(6) 2009, ovarian cyst on (B)(6) 2012, abdominal pain, tenderness, pain upon movement, neck strain, dysplasia and gardnerella infection. Pre post operative diagnosis: carcinoma in situ of the ce1vix. Procedure note: using a 20 x 12-mm loop, cervical conization was performed. The specimen was labeled and submitted to pathology. Previously administered products included for an unreported indication: vicidin in 2009 and iron in 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) and midazolam. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and experienced cervicitis ("infection (other) describe: cervicitis/ chronic cervicitis") and abdominal pain lower ("left lower quadrant pain/ lower part of stomach pain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, cervix carcinoma stage 0 and cervicitis outcome was unknown and the abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cervicitis, cervix carcinoma stage 0, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: status post essure: successful on right, couldn¿t put coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2012: indication: pelvic pain. Uterus: comment: essure seen right side only. Left adnexa. Comment: simple cyst. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion. Bilateral fallopian tube occlusion with embolization coil on the right. Impression: bilateral fallopian tube occlusion with embolization coil on the right. Pathology test - on (B)(6) 2010: diagnosis: cervical leep conization: high grade squamous intraepithelial lesion, severe dysplasia/cin hi, extensively involving transformation zone surface and crypt epithelium. Dysplasia involves the endocervical margin of conization; on (B)(6) 2011: surgical pathology report: diagnosis: endocervix, curettings: microscopic description: the specimen consists of bits of endocervical glandular epithelium and mucosa. The endocervical epithelium shows no evidence of dysplasia.. Pregnancy test - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2013: result: indication: left lower quadrant pain findings; transvaginal images the pelvis, uterus 38 x 29 x 34 mm. Myometrial contour and echogenicity unremarkable. Echogenic structure within the endometrial canal/ lud. Endometrial stripe 2 rom ap dimension, right ovary 20 x 20); 14 mm with 2 small intrinsic cysts maximum diameter 11 mm and 7 mm. Lett ovary 23 x 26 x 15 mm with a small intrinsic 18 mm cyst. Concerning injuries reported in this case the following ones were described in patient medical records: unable to cannulate the left fallopian tube, carcinoma in suit of the cervix, lower abdominal pain, pelvic pain, chronic cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet received : reporter information added. Patient demographic information updated. Other relevant history updated. Product indication female sterilization was updated. Lot number newly added. Lab data updated. Product information details updated. Events: infection (other) describe: cervicitis/ chronic cervicitis, other injury(ies) or complication(s) please describe:carcinoma in suit of the cervix, left lower quadrant pain/ lower part of stomach pain, unable to cannulate the left fallopian tube were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and cervix carcinoma stage 0 ("other injury(ies) or complication(s) please describe:carcinoma in suit of the cervix") in a 29-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to cannulate the left fallopian tube" on (B)(6) 2009 and device ineffective "device ineffective". The patient's medical history included back pain on (B)(6) 2009, neck pain on (B)(6) 2009, ovarian cyst on (B)(6) 2012, abdominal pain, tenderness, pain upon movement, neck strain, dysplasia and gardnerella infection. Pre post operative diagnosis: carcinoma in situ of the ce1vix. Procedure note: using a 20 x 12-mm loop, cervical conization was performed. The specimen was labeled and submitted to pathology. Previously administered products included for an unreported indication: vicidin in 2009 and iron in 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) and midazolam. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and experienced cervicitis ("infection (other) describe: cervicitis/ chronic cervicitis") and abdominal pain lower ("left lower quadrant pain/ lower part of stomach pain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, cervix carcinoma stage 0 and cervicitis outcome was unknown and the abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, cervicitis, cervix carcinoma stage 0, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: status post essure: successful on right , couldn¿t put coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2012: indication: pelvic pain uterus: comment: essure seen right side only left adnexa comment: simple cyst. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion. Bilateral fallopian tube occlusion with embolization coil on the right. Impression: bilateral fallopian tube occlusion with embolization coil on the right.. Pathology test - on (B)(6) 2010: diagnosis: cervical leep conization: high grade squamous intraepithelial lesion, severe dysplasia/cin hi, extensively involving transformation zone surface and crypt epithelium. Dysplasia involves the endocervical margin of conization; on (B)(6) 2011: surgical pathology report: diagnosis: endocervix, curettings: microscopic description: the specimen consists of bits of endocervical glandular epithelium and mucosa. The endocervical epithelium shows no evidence of dysplasia.. Pregnancy test - on 24-jul-2009: negative. Ultrasound scan vagina - on 14-feb-2013: result: indication: left lower quadrant pain findings; transvaginal images the pelvis, uterus 38 x 29 x 34 mm. Myometrial contour and echogenicity unremarkable. Echogenic structure within the endometrial canal/ lud. Endometrial stripe 2 rom ap dimension, right ovary 20 x 20); 14 mm with 2 small intrinsic cysts maximum diameter 11 mm and 7 mm. Lett ovary 23 x 26 x 15 mm with a small intrinsic 18 mm cyst.. Concerning injuries reported in this case the following ones were described in patient medical records: unable to cannulate the left fallopian tube, carcinoma in suit of the cervix, lower abdominal pain, pelvic pain, chronic cervicitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.